Manufacturer narrative:
Correction: section h6: the code " use of device problem" was not applicable to the event and has been removed.

Event description:
It was reported that the patient presented for a procedure for a device change out on (B)(6) 2024. It was noted during the procedure that despite several attempts to unscrew the device header with different wrenches, bone wax and adhesive the implantable cardioverter defibrillator (ICD) set screw could not be unscrewed. A stripped set screw was suspected. The case was abandoned. The patient later returned on (B)(6) 2024 for an additional procedure where the ICD set screw was successfully loosened with lead removed using a surgical screw removal kit. The physician thought the initial inability to explant the device may have been due to an operator error at the time of implant. The ICD was successfully replaced

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The ventricular setscrew was found to be fully stripped. This did not allow the set screw to be tightened and secured properly. It is suspected the damage occurred during the procedure. The device was at elective replacement indicator (eri) when received. Longevity calculation was performed, and the battery depletion was normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.